Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the reason for call was to review some device education. During the call, patient reported that they were not totally out of anesthesia after they were implanted with the dbs system and the manufacturer representative (rep) came into the recovery room and started changing settings and wanted to see what the patient was feeling and where they were feeling it. Patient said that it bothered them and hurt in some places and made them shake a lot and they finally kicked the reps out of the room and said they couldn't do this anymore. Patient also said they were tremoring for a long time after the surgery even though the battery was put back to the regular settings. The patient also mentioned that their tongue hurt, they had headache, their jaw was shaking and aching and that happened with the first changes that they made. Then the next changes that affected their hands as well as those other symptoms previously mentioned at which time the patient asked them to leave. Patient mentioned that they have an appointment on the 22nd with a new neurologist who is going to recalibrate their battery. Agent documented reported event. Rescheduled call for december 10th at around 3pm because patient has a very busy week. Additional information was reported by patient. The patient called to inquire about what to do with the equipment for their previous dbs systems since they got their most recent equipment when they got their current implant on (B)(6) 2025. Patient services reviewed donation/disposal information with the patient and then the patient reported additional symptoms experienced after surgery while the reps were changing settings. The patient stated they were shocked and it hurt them on their tongue and they stopped there and started doing things with their arms which made them shake and everything and they were very uncomfortable and they didn't know why they had to do that because the doctor said it was going to be set to the same settings as they were on before the replacement anyway, but they kept doing it and finally the patient couldn't stand it anymore and they kicked them out. Patient services asked the patient if they were still experiencing anything from what happened that day and the patient stated no, that it was over and done with and that they had been exhausted from everything that had been done after the fact and that it wasn't such a good practice for them to do it. Patient services redirected the patient to follow up with their managing health care provider about their concerns. Patient said their new neurologist took over "calibrating" their implanted system from the neurologist who had done it previously, because the previous neurologist (who the patient said they still saw for other things) didn't want to do the calibrations any longer because they were difficult so healthcare provider (hcp) referred the patient to new hcp to do the 'calibrations' and that a physician's assistant (pa) to the neurologist does the 'calibrations' now. Patient said they saw the pa on (B)(6) 2025 and that they would go again on (B)(6) 2026 for another programming session to get things "right." Patient also mentioned relevant medical information: that they had a throat/pharynx voice disability due to their "competing conditions" of tremor and dystonia. They said they would probably wait until the programming was "right" before they discussed the MRI report with the hcp. Additional information was received from manufacturer representative (rep). Rep reported the patient did not report any concern for shock while they were programming. The patient was shaking a lot while therapy was off causing the discomfort.